Event description:
A foreign distributor reported that their customer was claiming several cases of burn during vascular treatment with a splendor x device. No report on a serious injury was received. The original mail from the distributor to the EU ndc representative (B)(6) mentioned several other issues at other sites as well, however (B)(6) indicated that the other issues were just technical questions which he answered and that there were only 3 actual complaints on splendor x systems at 3 different sites and 1 complaint on a lightsheer system at a separate site. Thus 4 pc's were opened, one for each site and case reported.